Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1903216. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. As samples were unavailable for return for this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained samples were functionally tested and no defects were observed. Although a definite cause for this incident could not be identified, it is possible that this incident resulted from a molding issue of the barrel component that could cause functionality problems. It is also possible that the plunger movement was affected by the medication used or the handling of the device. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china plunger was difficult to move. The following information was provided by the initial reporter: "the patient had lung cancer. On (B)(6) 2020. When the nurse allocated one bed of patient's liquid in the treatment room, she found that the 20ml empty needle presented great resistance during the configuration of disposable sterile syringe, and it was difficult to draw out the liquid. The nurse immediately replaced the 20ml empty needle with a new one, and kept the problematic 20ml empty needle, the nurse had informed the warehouse to deal with it. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(4) plunger was difficult to move. The following information was provided by the initial reporter: "the patient had lung cancer. On (B)(6) 2020. When the nurse allocated one bed of patient's liquid in the treatment room, she found that the 20ml empty needle presented great resistance during the configuration of disposable sterile syringe, and it was difficult to draw out the liquid. The nurse immediately replaced the 20ml empty needle with a new one, and kept the problematic 20ml empty needle, the nurse had informed the warehouse to deal with it."